Event description:
The technical support engineer was informed by the biomedical equipment technician from the user facility that the image on the evis exera iii video system tower reportedly keeps goes in and out during preparation for use. No patient injury or harm was reported. The customer requested a field service engineer visit the facility to evaluate the equipment.

Manufacturer narrative:
The field service engineer visited the user facility to evaluate the equipment. A scope was connected and error e216 was received. The scope and light source connections were inspected with no issues. The video contacts were cleaned and dried; scope was connected and the image worked for a few minutes then error b30 with no image occurred. The scope was found to have fluid invasion. The equipment was then tested with another scope and the image worked appropriately with no image issues or errors. Due to errors e216 and b30, the facility appears to have multiple scopes with fluid invasion. The scopes will be returned for service and recommended the customer coordinate a visit with their olympus endoscopy support specialist for further assistance on scope handling and leakage testing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error and intermittent image could not be identified. However, the cause was confirmed to be related to dust or a foreign object on the output connector (electrical contacts) of the light source. The phenomenon was not reproduced after the field service engineer cleaned the output connector per the manufacturer's instructions for use. The instructions for use: b30 scope communication err foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. The video system center cannot communicate with the endoscope: stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.